Event description:
The user facility report that after the percutaneous coronary intervention (pci) of the left anterior descending artery (lad), a thin linear foreign object was found coming off in the aorta. The object fell from ascending aorta and lodged in the vicinity of left renal artery. By a review of cine images, it was confirmed that the object had once located in the coronary artery; therefore, it was likely that the object derived from some of the devices that was used in the coronary artery and migrated afterward to the left renal artery while they were not conscious about that. They punctured from the leg and attempted to remove the object with a goose neck snare but failed to extract it from the patient's body. Thrombus formation was confirmed in the renal artery, yet no serious health adverse event has been confirmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted 1.1. Visual inspection of the actual sample - no fracture was found. 1.2. Magnifying inspection of the actual sample - the opening of the coil pitch was scattered on the platinum coil section. - no anomaly in appearance such as opening in the coil pitch was observed in the stainless steel coil section. - peeling of the outer layer was found on the shaft section (approximately 530 - 537 mm and 570 - 575 mm from the distal end) . - no scratches or other anomaly was found on the other part of the shaft section. 1.3. Dimensions of the actual sample - outer diameter of the platinum coil section (undamaged part): it met the factory's specifications. No anomaly was found. - outer diameter of the stainless steel coil section: it met the factory's specifications. No anomaly was found. - outer diameter of the shaft section: it met the factory's specifications. No anomaly was found. 2. History investigation of the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. 3. Simulation test 3.1. Peeling of the outer layer-1 <test method> a factory-retained runthrough ns was once inserted into a metal inserter, and then, while the shaft section was in contact with the metal inserter, it was removed in a manner that an abrasion load was applied to it. <test result> scratches and peeling of the outer layer occurred in the shaft section. 3.2. Peeling of the outer layer-2 <test method> a metallic torque device was tightened on the shaft section of a factory-retained runthrough ns and then pulled out in a manner that an abrasion load was applied to it. <test result> peeling of the outer layer occurred in the shaft section. The condition of the test samples as confirmed in the above simulation tests was thought to be similar to that of the actual sample. 3.3. Opening of the coil pitch <test method> a factory-retained runthrough ns, while its distal end was in a sticking state, was pushed forward so that the distal end became bent, and then a catheter was pushed in. <test result> opening of the coil pitch occurred at multiple parts of the platinum coil section. The condition of the test sample was considered to be similar to that of the actual sample. 4. Cause of occurrence/conclusion based on the investigation result, the following factors were inferred. However, since the details of the procedure were unknown, it was not possible to clarify exactly when this event occurred. [Peeling of outer layer] based on the condition of the actual sample and the results of the simulation tests, as one of possibilities, it was inferred that some hard object (metal inserter, metal torque device, etc.) Was in contact with the involved part, and the abrasion load was applied, which resulted in the peeling of the outer layer. [Opening of the coil pitch] based on the condition of the actual sample and the results of the simulation test, as one of possibilities, it was inferred that the actual sample was pushed in while its distal end was stuck at the lesion, causing the distal end to bend. The bent distal end, combined with the operation of pushing in the concomitant device, was thought to have caused the coil pitch to open. Relevant instructions for use (IFU) reference: do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).